Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an esophagogastroduodenoscopy procedure on (B)(6), 2009. According to the complainant, while the device was within the patient, the snare loop would not extend from the catheter. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results (catheter sheath detached).

Manufacturer narrative:
(B)(4) (snare failed to extend). (B)(4): a visual inspection of the suspect device found that the catheter sheath had detached from the strain relief; furthermore, the strain relief is bent. The handle assembly was dissected and the braided wires and the dongle shaft were both within specification. This complaint has been deemed reportable based on the investigation findings that the catheter sheath had detached. The most probable root cause for this event is operational context. Handling of the snare during preparation and/or the procedure may have bent the strain relief, creating resistance upon actuation, which in turn caused the sheath detachment.